Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
It was reported that the patient experienced painful groin area and hip. Surgeons original plan was to remove mom liner/ metal head and convert to ceramic on poly construct. The aml stem presented to be loose proximally. Surgeon elected to remove the stem and stem broke at mid shaft leaving the distal 1/2 still fixed in the canal. An osteotomy was made and using a trephine the distal portion was captured. It was also reported that there was loosening of the stem at the bone to implant interface. Doi: (B)(6) 2012. Dor: (B)(6) 2019. Right hip.